Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a procedure, t2 anchor did not deploy. No additional information was received from reporter regarding surgical delay or backup availability. No patient injuries were reported.

Manufacturer narrative:
Four (B)(4) fast-fix 360 curved needle delivery system devices returned. Along in the box was also one (B)(4) fast fix 360 knot pusher suture cutter (kpsc) product returned. The fast fix devices are not serialized or identified with their respective complaint numbers. They will be evaluated together and the results will be shared with the four complaints applied to this receipt. A separate complaint or additional line to one of the existing complaints will be created for the kpsc. The fast fix devices are all bent and distorted to some degree. One needle is quite straight configured. This one is bent but still cycles and actuates. The others have attained too much damage to their needles. Only one device had t¿s and suture attached. They could not be deployed due to the needle being distorted. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted.